Manufacturer narrative:
Eval results: (embolism-device). (Vessel with 80% stenosis; previously deployed stent pre-existed.) Conclusio: device discarded- unable to follow-up. (User did not pre-dilate vessel). Other (required secondary intervention).

Event description:
A 2.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was implanted into a pt for the treatment of a circumflex artery lesion with 80% stenosis. A previously deployed stent existed in the target lesion. The vessel was pre-dilated with unk balloon size. The physician first advanced another MFR's stent that could not cross lesion and was removed. The 2.5 x 30 mm endeavor stent was then inserted and advanced further than the first attempted stent but encountered difficulty advancing through calcium and the pre-existing stent. The endeavor stent could not make the curve to the native circumflex. Upon removal of the endeavor sds, the stent dislodged half way through the lesion and got caught in the pre-existing stent. The physician used a snare to retrieve the dislodged stent, but the stent was stuck. Ivus revealed the stent was severely deformed. It was reported that the physician attempted to use a balloon to crush the dislodged stent against the vessel wall and was successful on the second attempt. An unk stent was deployed against the crushed stent. The lesion was not treated. No add'l clinical sequelae were reported and the pt is fine.